Event description:
The customer called for help in performing a control test. He received a control test result of 221 mg/dl. No adverse events alleged. The customer declined to send his test strips back for evaluation, so no product will be returned.